Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated not able clear alarm. Customer also reported frozen display. Customer reported buttons were not responding when alarm was occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated not able clear alarm. Customer also reported frozen display. Customer reported buttons were not responding when alarm was occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.